Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, a sales representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced excessive pressure entering the shoulder joint during use. The patient was not affected by the issue. Additional information was received on 10/23/25 from the rep, who advised that the event occurred during an arthroscopic shoulder scope. Inflow tubing was used during this procedure. The lot information was not obtained. The pump setting was at 50, which is the standard for shoulder arthroscopy. The dualwave was replaced during the procedure. Extravasation did not occur.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, device powers up and functions. Due to the power supply serial number and capacitor lot number 17jx3m the power supply requires replacement. There are also 4 missing bumpers. Physical damage was found to the top cover. See vendor evaluation.